Event description:
Customer reports protime inr 0.8 vs lab inr 1.47. Patient therapeutic range 1.7 - 2.2 inr. Adjustment in coumadin dosage based on lab results. Customer discontinued use of protime instrument.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.